Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The sensor was inserted into the arm on (B)(6) 2019. It was indicated that alternate site insertion occurred, which is off label usage of the device.